Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 35mg/dl. Customer consumed 1/5 gallon orange juice and 15 glucose tablets to address bg. The customer was unable to perform a pump upload in order to verify the allegation via a pump data log review. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.